Event description:
Onguard 2 cstd bag adaptor fits loosely inside 500-ml excel b braun bag and falls off the bag. The spike port was pushed all the way in but sill managed to fall off. This has occurred multiple times with the adapter and has been reported every time to the distributor, (B)(4).